Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels reaching over 300 mg/dl. Customer stated that they are a "brittle diabetic", and bg's can become high very easily. Customer delivered a bolus to stabilize bg levels. Recommendation was made to discuss diabetes management with customer's health care professional.